Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion error which was not reproduced during evaluation. Upstream and downstream occlusion errors were verified through a review of the event history log. Evaluation found the downstream tubing guide was out of adjustment. The downstream occlusion was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified occlusion error. There was no patient involvement. No additional information is available.